Event description:
A customer reported an error with their continuous glucose monitor, specifically labeled as cgm error 42. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by guiding the customer through a pump reset, which resolved the error, and advised the customer to wait for 20 minutes before beginning their sensor session. The customer acknowledged and understood the instructions.